Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. When attempting to fire the stapler, the jaws closed but the reload did not fire. The surgeon was able to push the green button and squeeze the handle. The handle broke off. To complete the case, the device was replace. No patient injury or extension in surgical time. Patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the handle did not physically break. There was a cracked noise and the device locked. Patient status is alive.